Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh migration, pain, infection, recurrence, hematoma, inflammation, adhesions, obstruction, seroma, abscess, mesh erosion, scarring, disfigurement, bulging, distention, urinary urgency, diarrhea, nausea, vomiting, cramping, discomfort, tenderness, incarceration, serosal tear, sepsis, mental anguish, anxiety, loss of physical activity, loss of domain, abdominal wall cellulitis, and ileus. Post-operative patient treatment included revision surgery, removal of mesh, hernia repair with new mesh, medication, diagnostic laparoscopy, exploratory laparotomy, hernia repair with bilateral transversus abdominal release, bilateral myofascial advancement flaps, lysis of adhesions, abdominoplasty, and wound vac.

Manufacturer narrative:
H6, ime e2402: loss of domain, ileus medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.